Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the provided photographic samples show leaking from the header area. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause was due to a defective welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the filter head of a theranova 400 set at the start of hemodialysis therapy. Upon further inspection a crack was noted on the filter thread. The patient¿s blood was returned, and the filter was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.